Manufacturer narrative:
The user was reported to be hospitalized on (B)(6) 2025; however, no details regarding the cause, treatment, or outcome of the hospitalization were provided. Engineering log review did not identify any device malfunction, and available device data surrounding the event date was incomplete due to a data gap. The user¿s healthcare provider indicated the hospitalization may have been related to a non-diabetes condition (reported as clots), but this could not be confirmed. Based on the limited available information, a causal relationship between ilet use and the reported hospitalization cannot be established. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 03-jun-2025 it was reported that on (B)(6) 2025 the user was hospitalized for an unknown condition. No glucose-related event, treatment, or outcome details were reported. The outcome is unknown.